Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported a tibial articular surface provisional fractured.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The device was returned for further evaluation. Visual inspection of the device found that the device had fractured into three pieces with the central post feature fracturing off and another fracture on the lateral side of the post. The lateral condyle was not returned for evaluation. DHR was reviewed and no discrepancies were found. A previous investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. Persona tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification was implemented. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.